Manufacturer narrative:
(B)(4): devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
After pump implant, the patient's wound dehisced. The wound was treated, antibiotics were given, but the wound got worse. The patient was getting good relief from the pump, but had other health issues (diabetes and congestive heart failure). The pump and catheter were removed; the distal piece of the spinal segment was sent for culture and the pump pocket was cultured. It was unknown if an infection was present or not or if there was just the fear of infection that prompted the removal of the pump. There was reported to be no patient injury and the patient recovered without sequela. The device system was used to deliver dilaudid 10 mg/ml at 2.764 mg/day.